Event description:
This lead exhibited noise with isometrics and body movements. It was noted that this lead displayed oversensing until (B)(6) 2011 when the device started recording instances of atrial lead noise. The pt was asymptomatic throughout the noise generated in the clinic and had no recollection of any symptoms associated with prior noise recordings. The type of intervention performed, if any, is unk. Should additional info become available, this event will be updated.